Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge was inaccurate. Reportedly, the customer did not practice the proper air removal technique. Tandem technical support reminded the contact this was off label. No reported adverse impact to the customer's blood glucose. The contact declined to provide further information regarding the event.